Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the knots did not hold and came undoned one after the other or the thread broke (the information is not clear), less than 5 days after a cat ovarianectomy. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received (B)(4) closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the knot security control of the samples received and the results are into the current range for this thread and size. Additionally, degradation test results conducted on the samples received fulfil b. Braun surgical requirements. In the degradation test, threads are introduced in a sörensen solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 1.78 kgf in average and 1.72 kgf in minimum. B. Braun surgical requirement is 0.40 kgf in minimum. These values are in the usual range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. As stated in the warnings/precautions of the instructions for use of the product, "monosyn® sutures must be placed properly using standard surgical techniques, including appropriate knot tying applying accepted surgical practice (flat, square ties with additional throws as deemed necessary by the surgeon's experience and by the surgical circumstance). Bringing monosyn® in contact with alcohol based or oxidizing preparations might damage the integrity of the suture. When working with monosyn® suture materials great care should be taken to avoid any crushing and crimping damage of the monofilament by surgical instruments, such as tweezers and needle holders." According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.